Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the initial allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It could not be determined if there was deviation from the instructions for use (IFU) in reprocessing steps for the area foreign material remained. No physical damage of the device was confirmed at where the foreign material was remained. Therefore, a definitive root cause cannot be determined. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: - gif-ez1500 operation manual chapter 3 preparation and inspection - gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.